Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd alaris smartsite gravity set come apart from the tubing set. The following information was provided by the initial reporter: the drip chamber having come apart from the tubing set. There have been (4) reported issues of set 47177e, lot #1022029199 that have occurred.

Event description:
It was reported that 4 bd alaris smartsite gravity set come apart from the tubing set. The following information was provided by the initial reporter: the drip chamber having come apart from the tubing set. There have been (4) reported issues of set 47177e, lot #1022029199 that have occurred.

Manufacturer narrative:
H6: investigation summary: the customer reported that there was a separation at the drip chamber, and returned three used samples. All three of the samples were separated below the drip chamber, in the same manner. The complaint of separation is verified. The root cause was attributed to the solvent assembly process. There was not enough solvent applied to the connections. Several variable were found that could affect the performance of the solvent dispenser, and a quality improvement plan is now underway to mitigate the risk of recurrence. A device history record review for model 47177e lot number 22029199 was performed. The search showed that a total of (B)(4). Units in 1 lot number was built on 04feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.